Manufacturer narrative:
Results: closed-tube aliquoter shuttle. (B)(4).

Event description:
On (B)(6) 2011, customer reported that the closed-tube aliquotter (cta) autoloader on the unicel dxc 600i instrument was jumping, spilling samples, and causing bar code reader errors. Customer stated that the racks have intermittently been caught in the autoloader, which then jars the samples hard enough to cause spills. Customer also stated that there have been no exposures to the spills, and no wrong results have been generated. Customer technical support then advised customer to discontinue use of the cta and run the instrument in independent mode until a field service engineer (fse) can examine the instrument. Fse examined the instrument and aligned the cta shuttle. No further customer complaints were reported.